Manufacturer narrative:
(B)(4). The customer reported the device displayed the defib failure - cycle power message/instruction. There was no report of pt involvement or adverse pt impact. The local philips rep evaluated the device and confirmed the malfunction. Replacing the power pca resolved the issue.

Event description:
The customer reported the device displayed the defib failure - cycle power message/instruction. There was no report of pt involvement or adverse pt impact.